Event description:
On (B) (6) 2010, the patient had her g-tube replaced. In (B) (6) 2010, the patient presented a gastric reflux which came out of the gastrostomy tube, so on (B) (6) 2010, the patient went to the doctor's office. The physician realized that the balloon was broken. The gastric reflux provoked a redness in the close surrounding area of the stoma. The physician inserted another gastrostomy tube.

Manufacturer narrative:
(B) (4). (B) (4). Redness in the close surrounding area of the stoma. The device reported, list number m190, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.